Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was leaking during infusion at the filter. No adverse patient effects were reported.